Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had an occurrence of error code 1720. Functional testing involved powering up the device. The investigation found that on power up the pump displayed error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the issue was found during preventive maintenance, per reporter to the best of their knowledge, there was no patient involvement. Updated: concomitant medical products, device evaluated by MFR, and adverse event problem.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed an error code 1720. There were no reported adverse events.